Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 285 mg/dl. A pump system check was performed and the occlusion appeared to be within the cartridge. The customer changed the cartridge and resumed insulin delivery.